Manufacturer narrative:
(B)(4). The customer advised physio-control that they have decided to not proceed with repairs with their device and are planning on replacing the device. The customer has not returned the device to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device was intermittently completing a defibrillation energy charge cycle. The customer also indicated that the defibrillation energy levels are significantly off when an attempted energy level under 100 joules is delivered. The customer indicated that there were no observed issues with energy delivery attempts over 100 joules. The device had logged multiple event codes in relation to the reported issue. There was no report of any patient use associated.